Manufacturer narrative:
(B)(4). The analysis showed that the atw35 device was received in good visual condition and with a reload not loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Additionally, the pan had marks on the bottom consistent with the damaged observed when a locked reload is attempted to fire with enough force to eject the reload forward. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded and did not fell out during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic salpingo-oophorectomy procedure, the surgeon fired the first firing across the fallopian tube. When they opened the device to insert another white reload, the surgeon observed the pan had separated from the cartridge. The cartridge pieces fell into the patient and were removed through the trocar; this included two of the yellow drivers. There was no x-ray taken; however, the surgeon feels confident all pieces were located and removed. The procedure time was increased 20 min. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis.